Manufacturer narrative:
Implant date is estimated to have occurred in 2017.

Event description:
During a remote follow up, it was noted the longevity of the device was less than expected. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed by analysis. The device was at elective replacement indicator (eri) when received. A longevity calculation was performed based upon programmed settings and usage data. The calculations showed the battery was depleted prematurely. Electrical testing revealed that the premature depletion was caused by high current draw in the integrated circuit. The cause of the high input current was found to be an integrated circuit anomaly.